Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the programmer prompted a warning message indicating that the statistics could not be accessed. This is an indication that the device has been previously re-initialized. Therefore, the statistics were re-started and the pacemaker could be interrogated as expected. The pacemaker¿s memory content was inspected. The inspection revealed, that the pacemaker was re-initialized twice on the 6th of november 2014, presumably because the device had been operating in the safety backup mode as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. However the activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after the aforementioned reinitializations, the ram application was operating as expected. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the clinical observation resulted most likely from the re-initializations performed on the 6th of november 2014 as a result of the detection of invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. During analysis the pacemaker proved to be fully functional and was operating as expected. There was no indication of a device malfunction.

Event description:
The device was unable to be interrogated. There were no adverse patient events reported. Should additional information be received, this file will be updated.